Event description:
On 11/08/06, dr reported to an abbott diabetes care (adc) sales rep that in 2006, a diabetic pt had symptoms of hypoglycemia and the meter gave a reading that was higher than the pt felt it should be. The pt did take medication at that time. It was also noted that at some point after this incident (time-frame unknown), the pt passed away. Dr informed the adc sales rep that she had spoken to the coroner and it was determined by the coroner that the cause of death was not related to the adc device. When contacted a second time, dr could not confirm her earlier statement that the coroner determined that the cause of death was not related to the adc device. On 11/14/2006, a second adc sales rep went to the hospital, and spoke with a pediatric nurse to gather more info regarding the event. The nurse recalled that last summer a pediatric diabetic pt passed away. The nurse stated that the death had nothing to do with the pt's meter. No further info as to the customer nor the meter is available at this time.

Manufacturer narrative:
Abbott diabetes care has requested dr to speak with our medical personnel in an effort to gather more info regarding this incident. To date, dr has not contacted abbott medical personnel. A follow-up report shall be submitted if further info is obtained. At present, the meter has not been returned for investigation.